Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of chemo leak on the filter set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on the provided model number because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20dp ckv 2ss 0.2mf low sorbing had leakage issues. The following information was provided by the initial reporter: "we had another report of chemo leaking from the filter set."